Event description:
During a gastroscopy procedure, the physician used a wilson-cook percutaneous endoscopic gastrostomy set to place a feeding tube. The reporter indicated that the physician was pulling the peg tube through the abdominal incision when resistance was encountered. The abdominal incision was lengthened, but this did not assist in tube placement. At this time, the tube separated, leaving part in the pt. The physician was able to grasp the device at the pt's mouth to remove it without incident. The endoscope was advanced again and another wilson-cook peg set was placed without diffuculty. An injury to the pt did not occur.

Manufacturer narrative:
Our evaluation of ther returned device confirmed the report as it was described.the device has separated at the clear joint between the soft white tubing and the vinyl tubing. No other discrepancies were noted. Conclusions: we were unable to conclusively determine a cause for this observation, because actual use conditions could not be duplicated in the laboratory setting. We can report that tube breakage can occur if the device experiences excessive pressure or force during tube placement and/or general handling. Instructions for use for this product line instructs the user to lubricate the tube thoroughly and over the entire length. This activity will aid in smooth feeding tube placement. The info provided indicated that when resistance was encountered during tube placement, the abdominal incision was lengthened. The size of the incision was requested form the initial reporter, but was unable to be provided. We can advise that feeding tube breakage can occur if the incision through the skin is less than 1 inch in length. The instructions for use for this product instruct the user to make a 1 inch incision to facilitate passage of the feeding tube. A smaller incision may cause resistance when the gastrostomy tube exists the fascia. If the tube is pulled prior to pushing the connector through the abdominal wall, damage to the device, such as tube breakage, may occur. Corrective action: no corrective action warranted at this time, because this incident may be use and/or product handling related. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity.